Event description:
It was reported that a spectrum pump constantly displayed the air in line messages in critical care. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. The upstream sensor was replaced as a known contributor to the reported constant air in line alarms.